Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had operational test and monitoring failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The investigation summary is corrected as below: multiple attempts to obtain information were completed, and no additional information from the customer was received. The customer was offered service and repair of the device, but the customer did not respond. Philips cannot evaluate the device onsite without the permission of the customer. A review of the service history for this device shows that this is the first and only instance of this reported issue for the device. The customer reported issues with the ECG cable in august 2023 and again in january 2025. In both instances, philips offered service and repair for the device, but as of this writing, no response has been received from the customer. Based on the information available, the cause of the reported problem could not be determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The device has not been made available to philips. Visual and functional testing could not be performed. Based on the information available, the cause of the reported problem could not be determined. The reported problem was not confirmed.